Manufacturer narrative:
The customer provided photographs for evaluation. The photographs show blood inside the pump tubing organizer (pto) in the area near the red cell pump tubing loop bond joints and the filter chamber. Air bubbles are visible inside the filter chamber. There was no tubing leak observed in the provided photographs as originally reported by the customer. A device history record review did not identify any related non-conformances. This kit lot passed all release testing. Trends were reviewed for complaint category, pto leak, and no trends were detected for this complaint category. The exact location and cause of the leak cannot be determined from the information provided. No further action is required at this time. This investigation is now complete. Mc 046126 and 043412. S.d.a. 11/05/2019.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h109 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h109 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
Customer called to report a tubing leak during a treatment procedure. The customer stated that approximately 400 ml of whole blood was processed at the time the leak occurred. The customer stated that the treatment was aborted and that the patient was stable. The customer stated that the patient would receive a new treatment the next day. The customer did not return product for investigation.